Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer stated insulin pump sis not uploaded yet. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.